Event description:
The patient had been complaining of sharp pain at the surgical site. She developed an expanding hematoma at time of her one week post op appointment. Despite aspiration, it immediately recurred. She underwent surgical evacuation shortly thereafter. During the evacuation of her hematoma I identified a superficial artery that was hemorrhaging, this was controlled. The biozorb device was intact posteriorly, sutures were intact. The biozorb was fractured centrally. This was positioned close to her pectoralis muscle (not sutured to her muscle) and likely the sharp pain with movement she had described. The device was removed and surgical clips were used instead to assist in radiation oncology treatment planning.